Event description:
According to the reporter: one of the jaws broke off during the case and was recovered from the patient cavity. No blood loss reported and delay in or was 10 minutes. No tissue damage or patient injury was reported.